Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor was bent. It was reported that the customer received change sensor alert. It was reported that the customer changed sensor and had hypo event and the pump suspended. The customer's blood glucose level was reported to be 106.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensors would be replaced and returned for analysis.